Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, white particle on the surface of the shell and delamination diaphragm valve. Leak test was performed and found opening in the posterior . A microscopic analysis was performed which identify opening striated in the radius. Based on the device analysis the final assessment is: - a striated opening in the posterior side assessed as surgical damage. Opening - delamination total of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.